Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 43 mg/dl as they woke up in the morning. The customer was treated did not mention a form of treatment for the low blood glucose. The customer is reporting a bad sensor. The customer was educated on how the causes of calibration errors. The customer was sent replacement sensors.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor found the sensor failed per specifications per the continuity resistance test.